Event description:
The technician alleged that the brakes will hold but the brake casters swivel. No pt impact.

Manufacturer narrative:
The technician replaced the brake stem and horns to resolve the issue.